Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding infection involving a duracon tibial insert was reported. The event was not confirmed. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the patient had general infection. (Specific infection date is not clarified.) The tka was performed with 'dura duration condy tib sm 9(catalog# 6642-1-109) on (B)(6) 1992. Replacement op of tka was performed on (B)(6) 2014.

Event description:
It was reported that the patient had general infection. (Specific infection date is not clarified.) The tka was performed with ¿dura duration condy tib sm 9 (catalog# 6642-1-109) on (B)(6) 1992. Replacement op of tka was performed on (B)(6) 2014.